Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device. Sufficient bone quantity and quality are important to adequate fixation and success of the procedure. Bone quality must be assessed at the time of surgery. Adequate fixation in diseased bone may be more difficult. Patients with poor quality bone, such as osteoporotic bone, are at greater risk of device loosening and procedure failure." Examination of returned device found no evidence of product non-conformances. The surgeon tried to use 3 devices but the bone quality prevented successful implantation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03430 & 03431).

Event description:
It was reported that patient underwent a scapho-lunate repair procedure on (B)(6) 2014. During the procedure, the anchors pulled out after insertion due to poor bone quality. The procedure was completed by drilling additional holes and using different juggerknots. There was no delay in the procedure greater than 30 minutes.